Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the product was used during a trans jugular intrahepatic portosystemic shunt (tips) procedure with a navicross catheter over a 0.035'' amplatz wire to access the portal vein. During withdrawal, resistance was encountered and the distal tapered tip of the navicross catheter became lodged. Upon further retraction, the catheter separated at the distal end. This event occurred outside the patient, and the detached segment was retrieved without complication. There were no adverse effects to the patient, and the procedure was completed successfully.